Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The test that failed was: set epgs to twenty-one percent fractionated of inspired oxygen (fio2). The central control monitor (ccm) must read within seven percent of set point, then oxygen analyzer must read within three percent of ccm reading (values were 21.0 set point, 21.6 ccm reading, 20.9 o2 analyzer reading) (out of spec by specification (1.866v). Oxygen (o2) sensor was then replaced with another new one as part of root cause diagnosis of this issue. Second sensor voltage was also within spec (1.780v). Test was then passed, but again, just barely. Ate test stand testing was performed as part of ongoing diagnosis and ate test stand step 2 failed (o2 sensor voltage = 3.47v when passing specs are 0.757-2.551) root cause analysis is ongoing.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed phase 2 testing. There was no patient involvement.